Event description:
Same case as MDR ID 2134265-2012-07380. It was reported that during preparation for a rotational atherectomy treatment procedure, the guidewire fractured. During a rotational test outside of the patient with a 1.5mm rotalink plus burr, the guidewire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).